Manufacturer narrative:
H4: the device was manufactured from may 20, 2020 - may 21, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that delivery stopped during use of a large volume infusor. This was observed during patient infusion. It was further reported that "most of drug solution remained in the bladder" after 46 hours of use. There was no patient injury or medical intervention associated with this event. No additional information is available.